Event description:
Sonosite, inc. Received info from a customer that a 21 gauge needle would not permit the passage of a standard 21 gauge needle. When the needle guide is attached to the needle guide bracket on the l25 transducer, it is intended to facilitate placement of the needle into the scanning plane. In this situation, the clinician was not able to insert the needle through the guide.